Event description:
During procedure, surgical team noticed smoke at end of the 5.5 endoscope, zero degree, while working in the patient. Scope was removed and assessed. Smoke noticed at tip of scope and scope and camera were warm. The scope, cord, and camera were removed out of circulation. Surgeon, residents, staff, resource nurse, charge nurse, anesthesia and nurse manager were notified. Patient was not harmed. New scope and camera were ordered to finish case.what was the original intended procedure?unknown.